Event description:
It was reported the patient went to the emergency room (ER) for fever. Magnetic resonance imaging (MRI) was being performed for an intraspinal abscess. Compatibility guidelines were requested for the MRI. The pump was delivering fentanyl. The cause of the event, interventions and patient outcome were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant product(s): product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter. Product ID: 8835, serial# (B)(4), product type: programmer, patient. (B)(4).